Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with blood glucose value of 268 mg/dl greater than 4 hours. The customer reported hyperglycemia was treated with manual bolus. The event involved product(s) mmt-342, mmt-431ag, mmt-1884. Troubleshooting was performed. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was active at the time of the event. The customer reported the pump was not giving insulin. No further patient complications were reported. No product return is required for mmt-342, mmt-431ag, mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08730inches. The pump was monitored, no unexpected failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: 000322269426 event date of 26-feb-2026, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 26-feb-2026 listed on smartsolve due to insufficient data in the trace/history files. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 01/19/2026 to 03/02/2026. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week from the related svn#: 000321231884 event date of 27-oct-2025 in the formatted history file. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: (B)(6) 2026 22:40:16.000 to (B)(6) 2026 22:47:09.000, (B)(6) 2026 00:06:23.000 to (B)(6) 2026 00:51:00.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2026 22:40:37.000 to (B)(6) 2026 22:57:00.000, (B)(6) 2026 00:08:53.000 to (B)(6) 2026 00:41:14.000. Power loss alarm was found on: (B)(6) 2026 07:57:45.000. Insert battery alarm was expected since the battery was removed from the pump. Old power management tool was used and there was no power data available for failed battery alert/battery failed alarm and power loss alarm. No unexpected failed battery alert/battery failed alarm and power loss alarm noted during testing. In further review of the formatted history file, there were no unexpected pump error(s)/alarm(s) noted 1 week from the related svn#: (B)(4) event date of 19-feb-2026 and primary svn#: (B)(4) event date of 26-feb-2026. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.04 mv). The pump was received without a battery. The pump was received without a battery cap. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery anomaly and failed battery alert/battery failed alarm were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.